Manufacturer narrative:
It was reported that the patient underwent a sling procedure in (B)(6) 2006 and mesh was implanted concurrently with other mesh due to prolapse, stress and urge incontinence and urgency. It was reported that following insertion the patient experienced pain and urinary tract infections. In (B)(6) 2008 the patient underwent a resection of vaginal mesh concurrently with removal of calcification at top of mesh fibres and vaginal excision of offensive piece of mesh. It was reported that the patient continue to experience a frequency, dysuria, repeated urinary tract infections, requiring antibiotics, vaginal discomfort and dyspareunia. In (B)(6) 2008, it was reported that the patient underwent refashioning of scar on anterior vaginal wall. Then the patient continued to experience dyspareunia, vaginal pain and discharge. In (B)(6) 2009, it was noted inflammatory changes. In (B)(6) 2009, a weakened area was noted where tape removed and an infected fibrotic area on anterior vaginal wall. In (B)(6) 2009, it was reported that some improvement in area of infected mesh was noted and the patient continued to have a vaginal pain and discharge. In (B)(6) 2011, it was reported a firm lump noted in vagina, thought to be an infected mesh. The patient continued to suffer urinary tract infections and vaginal pain; vaginal lump persisted. It was reported that the patient underwent a removal of tape along with excision of masses and a small opening in bladder was secured. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date. The patient experienced multiple problems over a period of 6 years. Additional information was requested.

Manufacturer narrative:
(B)(4) - undefined problems occurred. Undefined problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a sling procedure on (B)(6) 2006 and mesh was implanted. The patient underwent partial mesh excision on (B)(6) 2008 and removal of mesh/tape with excision of para-urethral mass on (B)(6) 2012.